Manufacturer narrative:
Reference MFR. Complaint # gp1997-12--54. Samples from the same lot were returned and evaluated. Microscopic examination of the returned samples found no needle damage. A manual bend test was performed and none of the needles broke. A review of the supplier certificate showed no problems during the MFR of the needles. A review of the lot history was unremarkable. Co searched co's records and found no previous complaints against this lot. Co is unable to determine a cause for the reported problem.

Event description:
Customer reports, a urologist, used a needle on a pt and it broke in the pt. The pt was x-rayed after the incident. No injury was reported.